Event description:
The customer observed false positive sars-cov-2 igg ii quant results for three patients on an architect i2000sr analyzer. The following data was provided (<50.0 au/ml is negative, >/=50.0 au/ml is positive): sample ID (B)(6) initial result was 183.8 au/ml (26.10 bau/ml, >/=7.1 bau/ml is positive per who standards), repeats were 0.2 and 2.2 au/ml. The sample was negative when tested with a roche assay. Sample ID (B)(6) (same patient with 2 ids) initial result was 11564.9, repeated on another analyzer was 1.1 au/ml sample ID (B)(6) (same patient with 2 ids) initial result was 8592.1, repeated on another analyzer was 17.3 au/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6). All available patient information was included. Additional patient details are not available. (B)(6). This report is being filed on an international product, list number 06s60-32, that has a similar product distributed in the us, list number 06s60-30.

Manufacturer narrative:
The complaint investigation for false positive architect sars-cov-2 igg ii quant results included a search for similar complaints, the review of complaint text, trending data, labeling, and device history records. Sensitivity and specificity testing was done using an in-house retained kit of lot 26368fn00, stored at the recommended storage conditions. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Testing was not completed for lot 26336fn00 as the lot expired, however, review of the internal abbott release results shows that the results for lots 26368fn00 and 26336fn00 are comparable. Device history record review on lots 26368fn00 and 26336fn00 did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. The customer reported positive results for three patient samples when testing was performed with architect sars-cov-2 igg ii quant, lots 26368fn00 and 26336fn00 across two different instruments isr05223 and isr55949. Sample ID 0057111110 was initially tested on instrument isr05223 with reagent lot 26368fn00 with a positive result of 183.8 au/ml. The sample was retested with reagent lot 26368fn00 on instrument isr55946 with negative results of 0.2 and 2.2 au/ml. The sample was negative on the roche sars-cov-2 total antibody assay directed against nucleocapsid antigen. Results for two additional samples tested on instrument isr55949 were provided: sid (B)(6) (same patient with 2 ids) returned results of 11564.9 au/ml; repeat measurement 1.1 au/ml, which was tested on a different instrument. Sid (B)(6) (same patient with 2 ids) returned results of 8592.1 au/ml; repeat measurement 17.3 au/ml on a different instrument. To assess the specificity performance of the assay, a negative percent agreement (npa) study was performed using frozen serum and plasma specimens from 2008 unique study subjects were tested using the sars-cov-2 igg ii quant assay. All specimens were collected prior to (B)(6) 2019 (pre-covid-19 outbreak) and were therefore assumed to be negative. The npa is 99.55% (95% ci 99.15, 99.76). Results should be used in conjunction with other data, e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation, no systemic issue or deficiency of the architect sars-cov-2 igg ii quant reagent, lot numbers 26368fn00 and 26336fn00, were identified.

Manufacturer narrative:
The complaint investigation for false positive architect sars-cov-2 igg ii quant results included a search for similar complaints, the review of complaint text, trending data, labeling, and device history records. Sensitivity and specificity testing was done using an in-house retained kit of lot 26368fn00, stored at the recommended storage conditions. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Testing was not completed for lot 26336fn00 as the lot expired, however, review of the internal abbott release results shows that the results for lots 26368fn00 and 26336fn00 are comparable. Device history record review on lots 26368fn00 and 26336fn00 did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. The customer reported positive results for three patient samples when testing was performed with architect sars-cov-2 igg ii quant, lots 26368fn00 and 26336fn00 across two different instruments isr05223 and isr55949. Sample ID (B)(6) was initially tested on instrument isr05223 with reagent lot 26368fn00 with a positive result of 183.8 au/ml. The sample was retested with reagent lot 26368fn00 on instrument isr55949 with negative results of 0.2 and 2.2 au/ml. The sample was negative on the roche sars-cov-2 total antibody assay directed against nucleocapsid antigen. Results for two additional samples tested on instrument isr55949 were provided: sid (B)(6) (same patient with 2 ids) returned results of 11564.9 au/ml; repeat measurement 1.1 au/ml, which was tested on a different instrument. Sid 069210936001/sid 069210993901 (same patient with 2 ids) returned results of 8592.1 au/ml; repeat measurement 17.3 au/ml on a different instrument. To assess the specificity performance of the assay, a negative percent agreement (npa) study was performed using frozen serum and plasma specimens from 2008 unique study subjects were tested using the sars-cov-2 igg ii quant assay. All specimens were collected prior to (B)(6) 2019 (pre-covid-19 outbreak) and were therefore assumed to be negative. The npa is 99.55% (95% ci 99.15, 99.76). Results should be used in conjunction with other data, e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation, no systemic issue or deficiency of the architect sars-cov-2 igg ii quant reagent, lot numbers 26368fn00 and 26336fn00, were identified. Device serial number was corrected in field additional manufacturer narrative from isr55946 to isr55949 to reflect the accurate serial number used by the customer.